Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose and low blood glucose level. The customer's blood glucose was 54 mg/dl. The customer treated their low blood glucose with injection which was due to high blood glucose value in 500's mg/dl. The customer declined troubleshoot for high and low blood glucose level. The insulin pump will not be returned for analysis.